Event description:
It was reported that the patient presented with atrial lead dislodgement, which was confirmed by fluoroscopy. The atrial lead was subsequently repositioned on 3 june 2026. The patient remained stable throughout the procedure.